Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report based on the condition of the returned product. It was noted that the trigger cord string of the returned product was returned in two pieces. The breakage was located on the proximal braided portion of the string. The handle was returned with a portion of the string attached. The remainder of the string was returned attached to the barrel. The barrel had two bands attached - the 5th amber band and the 6th black band. As the returned trigger cord was broken into two pieces, it prevented a full evaluation of the complaint piece to be conducted in regard to deployment of the two remaining bands. The portion of string on the handle was removed and examined. The split end of the string was frayed and the braid was unraveling. The functionality of the handle was tested using a new barrel and trigger cord string. During the testing, a new mbl barrel device was attached through a forward viewing gastroscope. The gastroscope has an accessory channel that is 2.8 mm in diameter (model number olympus gif140). The mbl barrel was attached onto the end of the gastroscope. Simulated varices were placed at the end of the barrel and vacuum pulled and each latex band was successfully fired. Thus no discrepancies were detected with the functionality of the returned handle. The other portion of the returned string was examined once detached from the barrel and it was also frayed at the broken end. Two groups of 6 beads were attached to the string and were in the intended location (total 12 beads). No visual discrepancies were noted with the integrity of the bead molds and the beads were not loose on the string. This indicates that the beads were not the cause of the reported difficulty with effective deployment. The length of the string returned was measured during out laboratory evaluation. No portion of the string is missing. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "the use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Another possible contributing factor to band deployment difficulty includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in band deployment difficulty. Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user that the knot must be seated into the hole or the handle will not function properly. The instructions for use direct the user to place the handle in the two-way position and loosen the trigger cord slightly if the band will not deploy. The user is then instructed to return the handle to the firing position and continue with deployment of the band(s). Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During banding of esophageal varices, a cook 6 shooter saeed multi-band ligator was used. The first four (4) bands were deployed successfully but the fifth band would not deploy. The procedure was able to be completed successfully. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.